Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station fridge keeps failing. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data sn's (B)(6) added. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager (srm) on the refrigerator keep failed. A field service engineer inspected and adjusted the srm to resolve the issue. Ran software test in hardware test application (hta) and it was passed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station fridge keeps failing. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.